Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-nov-12 that the device was working now. The patient had a change in activity level which contributed to the event. The patient had their device reset which resolved the event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's device was not active and the patient said it 'doesn't work anymore'. The hcp did not know what that meant. No symptoms or further complications were reported.